Event description:
The implant failed due to patient bone condition and health habit. The implant was placed at #15. Poor oral hygiene. Poor bone condition. Bone augmentation material used. Traditional 2 stage. Infection.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. See scanned pages.